Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, the harvester was using the vasoview hemopro 2 (w/vasoshield) (vh-4001). During the dissection process the harvester noticed that tunnel being created in the leg would not hold any co2 pressure. An attempt was made to adjust the co2 settings and there was still no co2 pressure being maintained. After pulling the endoscope out of the leg, the harvester notice that there was a tear in the rubber on the btt port. Therefore, the decision was made to open up an accessory kit (vh 2004) to get a new btt port. After this was done, the new btt port allowed for the co2 pressure to hold and the case was finished with no other complications. No injuries occurred due to the defect. The only surgical delay was the time needed to open an accessory kit which was about 3 minutes.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). Updated fields: b4, d8,g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 01/28/2025. An investigation was conducted on 02/26/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. A 25 cc syringe, filled with air was attached to the inflation port line on the btt and squeezed the syringe to inject air. The btt was able to be inflated. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline with no issues. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure "inflation problem" was not confirmed. The lot # 3000440982 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.